Event description:
Bottom two doors swing open during transport on the bassinet. When pushing over a small threshold they swing open and are hitting the end user's legs. There is the potential to catch on a doorway causing the bassinet to tip or the door to tear off when infant is in the unit.

Manufacturer narrative:
CAPA investigation of bassinet drawer opening is ongoing. We are submitting this medwatch 3500a form as advised by the MDR policy branch (telephone call (B)(4) 2011). Additionally, the caller did not specify the number of bassinets on which drawers opened. (B)(4). Per advice of MDR policy branch ((B)(4) 2011) we are submitting one medwatch report with respect to this event.